Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Based on the limited information provided to manufacturer, it is not known what component of the procedure contributed to allergic anaphylactic reaction in the patient. It is unknown if the patient had any allergies. The device remained implanted in the patient and not available to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies allergic reaction as potential complications associated with use of the device.

Event description:
It was reported that the lifepearl microsphere was used in a transarterial chemoembolization (tace) for the treatment of patient with an hypervascularized tumours and arteriovenous malformation. Reportedly, the patient experienced anaphylactic reaction post procedure that was treated with oxygen and vasoconstriction medications, and later discharged from the ICU. Physician did not know if this adverse event was directly related to the lifepearl.